Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the radio frequency (rf) head was unable to interrogate. It was further noted that there was a shutdown when the rf head was plugged into the programmer. It was further noted that the rf head cable insulation was damaged, the upper case lens was cracked and the label was delaminated. All found defective parts were replaced and all other identified issues were resolved. The rf head then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the radiofrequency (rf) head was unable to interrogate. The rf head has been returned for evaluation and subseq uently tested out of specification during manufacturer's analysis. There was no patient involvement.